Event description:
A report was received that the patient developed an ipg induced skin sensitivity syndrome and was experiencing discomfort on the left side of the abdomen. The patient underwent a revision procedure wherein the ipg was relocated.